Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to poor device performance. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on november 10, 2022.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 15, 2022